Event description:
During a preoperative checkout of the equipment, the hospital noted the unit failed leak testing and the unit alarmed vt comp off. There was no patient involvement.

Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 2112667-2013-00005. This distributor performed a checkout of the equipment and noted that the inspiratory and expiratory flow sensor diaphragms were stuck open, resulting in the alarms as reported by the customer. The unit will continue to alarm until the flow sensor is replaced. Flow sensors of this type are customer replaceable, are recommended for replacement after 3 months, and are warranted for 6 months. In engineering evaluation, the stuck diaphragm has been able to be reproduced by: a hard impact, such as dropping the flow sensor, or by sticking an object into the flow sensor, causing diaphragm to stock open. If a sensor is subjected to a hard impact, it is still unlikely that the diaphragm will get stuck in the open position. This failure mode requires an impact in a very limited orientation to result in the inertia needed to force the diaphragm into the stuck open position.